Event description:
The user reported the device had been dropped on (B)(6) 2012 and the lens cover came off. The lens cover was disposed of and the device was placed back on the cart for reuse. During a recent endoscopic retrograde cholangiopancreatography (ercp) procedure with stone removal, they over inflated the device causing perforation of the common bile duct. The user reported the stone was 15mm and the physician was attempting to dilate to 12mm when the perforation happened. The physician reported the pt's tissue was friable. The patient required drainage tubes to be put in place but is reported to have done very well. The user reported they do not know how many times the device has been reused. No additional harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The eval is in progress. A f/u report will be submitted when the eval has been completed.